Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier jaws would not open. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the clip applier was taken to the office of the initial reporter by sterile processing. Sterile processing was unaware of when the clip applier was last used as it had been in decon for over a week. It was discussed with staff, and they were unable to recall when the issue occurred or what patient or surgeon was involved. The return authorization was received on 05/04/2026 and the clip applier was sent out the next day with the shipping label provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.